Event description:
During site visit of our field representative in one of the hospitals, it was discovered that eleven cosycot infant warmers had significant steering and/or base damage problems. It was observed that the cosycots had excessive accessory overloading or approximately 72.25kg. Compared to a maximum limit of 54.20kg. No patient consequence was reported.

Manufacturer narrative:
The complaint device was visually inspected on-site by our field representative for significant steering and/or base damage problems. Results: based upon the on-site assessment, significant structural electrical elevator base damaged had occurred. The cosycot had been overload. Conclusion: total weight of the device, including accessories and patient, can cause cracks in the plastic legs' base and damage to the base electric elevator mechanism.